Event description:
It was reported that during classroom staff education being conducted by bd representative, "unknown syringe installed re-install syringe" message appeared when a bd 30ml syringe was installed on a pca module. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of the device not recognizing approved syringes could not be determined via laboratory testing. Initial barrel clamp accuracy and preventive maintenance tests results showed the device operating within specification. Functional testing and syringe recognition test results demonstrated that the returned suspect pca modules would correctly detect a bd 30 ml and 50 ml syringes. The suspect pca module was inspected externally and internally. No damage was found to any of the electronic or mechanical components. A review of the returned suspect pca module error log showed no malfunctions. A review of the returned suspect pca module event log did not show any instances of syringes being loaded, only pca dose requests. Syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. The device had no patient involvement (npi). The pca device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue of an unknown syringe installed was not able to be identified after laboratory testing. Test results showed that the devices were working within specification and no fault was found.

Event description:
It was reported that during classroom staff education being conducted by bd representative, "unknown syringe installed re-install syringe" message appeared when a bd 30ml syringe was installed on a pca module. There was no patient involvement.

Event description:
It was reported that during classroom staff education being conducted by bd representative, "unknown syringe installed re-install syringe" message appeared when a bd 30ml syringe was installed on a pca module. There was no patient involvement.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.